Event description:
Rn (registered nurse) observed scd (sequential compression device) machine said "on" but did not show inflating on machine and was not inflating the sleeves. New scd machine was obtained and used. Malfunctioning machine as taken out of service.